Manufacturer narrative:
A picture was submitted for the investigation of the reported leaking. During the analysis conducted, it could be observed at the extension set that a leak was fleeing at the air vent of the filer, the the failure mode reported was confirmed. Root cause was determined to be manufacturing issue.

Event description:
Information was received regarding two cadd extension sets being used with a patient undergoing continuous treatment of blincyto for 28 days in a row for the treatment of leukemia. It was reported that the extension set had a leak in the filter region. The leak occurred one day after the start of the infusion. This led to an inconvenience of having to change the device more often, and the last time, the team did not have the equipment, so the patient had to go to the hospital to receive medication.

Manufacturer narrative:
The root cause of the product problem was determined, to be a user interface issue. And not a manufacturing issue, as previously reported in the initial report. Corrected data: h6: evaluation code conclusion, updated to code 19/c91874.